Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device was "not working". The reporter stated that the device was left in a repair bin with a note for repair. The event was not reported to have occurred during surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. No patient or user injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.